Event description:
A malfunction alarm was reported, and there was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy.